Event description:
The pt has occipital leads for lower left abdominal pain. It has been reported the pt has been experiencing a "fluttering" sensation in her head when stimulation is on and off. When stimulation is in use, the pt feels this sensation on the left side of her chest. This has resulted in headaches and her neck feeling tightened. The pt also reported experiencing dizziness, back pain, nasal/head pressure, neck pain, left arm and leg numbness and tingling as well as numbness on the left-side of her face. The pt also reported feeling the stimulation is still on even after it has been turned off. The pt is closely working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.